Event description:
It was reported by the customer that the solution wouldn't flow through the needle when pressure was applied. After replacing the syringe without improvement, it was determined that the issue originated with the needle, which the customer described as being fully clogged. No information has been received regarding any serious injury as a result of this product issue.